Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("coil in left tube had come out and was in uterus / possibly embedded in uterine wall") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in lower left abdomen"). The patient was treated with surgery (scheduled hysteroscopy and possible laparotomy to remove essure from uterus). Essure treatment was not changed. At the time of the report, the embedded device and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil in uterus / right side closed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-sep-2017: despite follow up attempts, no further information was obtained. This non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced coil in left tube had come out and was in uterus / possibly embedded in uterine wall. Embedded device is anticipated according to the reference safety information for essure. Essure embedment into the uterine wall may occur mainly during insertion attempt. In this case, the exact date and mechanism of the embedment are unknown; taking into account the event's nature a causal relationship with essure cannot be excluded. This case was classified as incident due to serious injury related to essure and also because surgical intervention is planned to remove essure. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("coil in left tube had come out and was in uterus / possibly embedded in uterine wall") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in lower left abdomen"). The patient was treated with surgery (scheduled hysteroscopy and possible laparotomy to remove essure from uterus). Essure treatment was not changed. At the time of the report, the embedded device and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil in uterus / right side closed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-sep-2017: case correction done: ccc updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("coil in left tube had come out and was in uterus / possibly embedded in uterine wall") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in lower left abdomen"). The patient was treated with surgery (scheduled hysteroscopy and possible laparotomy to remove essure from uterus). Essure treatment was not changed. At the time of the report, the embedded device and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil in uterus / right side closed . Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced coil in left tube had come out and was in uterus / possibly embedded in uterine wall. Embedded device is anticipated according to the reference safety information for essure. Essure embedment into the uterine wall may occur mainly during insertion attempt. In this case, the exact date and mechanism of the embedment are unknown; taking into account the event's nature a causal relationship with essure cannot be excluded. This case was classified as incident due to serious injury related to essure and also because surgical intervention is planned to remove essure. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information is being sought.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("coil in left tube had come out and was in uterus / possibly embedded in uterine wall") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain in lower left abdomen"). The patient will be treated with surgery (scheduled hysteroscopy and possible laparotomy to remove essure from uterus ). Essure treatment was not changed. At the time of the report, the embedded device and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil in uterus / right side closed. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced coil in left tube had come out and was in uterus / possibly embedded in uterine wall. Embedded device is anticipated according to the reference safety information for essure. Essure embedment into the uterine wall may occur mainly during insertion attempt. In this case, the exact date and mechanism of the embedment are unknown; taking into account the event's nature a causal relationship with essure cannot be excluded. This case was classified as incident due to serious injury related to essure and also because surgical intervention is planned to remove essure. A product technical analysis and follow-up information are being sought.